Manufacturer narrative:
The device was evaluated on site and the reported issue was confirmed. A broken grey connector was found during inspection and replaced. The scope was re-processed, and the device ran a test cycle to make sure it was working within specifications. No injury was reported due to the reported issue. If additional information is obtained a supplemental report will be file.

Event description:
The user facility reported that during reprocessing a grey connector was broken on an endoscope reprocessor. No additional information was obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The cause of the event cannot be conclusively determined. Possible causes include accumulated stress on the connector causing it to get loose or the user hit the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause this failure.